Event description:
First attempt to intubate patient by crnp (certified registered nurse practitioner) was successful. Positive end tidal, condensation in the tube. Tube was deep, so pulled back a full cm (8cms out of lip), once pulled back, chest rise was absent and lost end tidal. Second attempt also successful with condensation in the tube and positive end tidal, however, saturations were declining, and stylet had trouble being pulled, ultimately, tube was pulled and 3rd attempt was successful. Cords were easily visualized all 3 times, no trauma to the airway, no bleeding or edema. 3rd attempt with positive end tidal, positive saturations and normal heart rate. We are having extreme difficulty with the 2.5 etts (we think they are different than a prior product), and the stylets used to intubate are getting stuck, making them nearly impossible to remove. This puts unnecessary tension on the tubes, and they are inadvertently extubating the patient. 2.5 etts are not rigid, extremely pliable, and have resulted in the need for re-intubations from the stylet being stuck and unable to be removed. The tube was according upon itself while trying to remove the stylet because it was so pliable.